Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: b5; b6; h6.

Event description:
Healthcare professional later reported left side radial folds, small amount of fluid, simple cysts, and faint pericapsular enhancement.

Manufacturer narrative:
E1. Zip code continued: (B)(6). E1. Phone number continued: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, edema.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV, intense pain, a local inflammatory process, a change in the shape of the breast, swelling, and limited movement. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a6, b5.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii, intense pain, a local inflammatory process, a change in the shape of the breast, swelling, and limited movement. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.6a.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV, intense pain, a local inflammatory process, a change in the shape of the breast, swelling, and limited movement. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, h6.

Event description:
Healthcare professional reported left side grade iii capsular contracture, intense pain, a local inflammatory process, a change in the shape of the breast, swelling and later reported cysts, ' radial folds and a small amount of fluid' diagnosed via ultrasound and MRI. Device remains implanted.